Event description:
It was reported to philips that the unit is not switching on. The device was outside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the unit is not switching on. The philips remote service engineer (rse) analyzed the system and confirmed that the unit not switching on. After that, onsite service was cancelled as customer is unreachable and doesn't respond to the calls. No further information regarding the issue has been provided. No service has been performed by philips since the customer did not respond to requests for additional information. To date, there have been no further reports on this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.